Event description:
It was reported that right atrial (ra) lead had high impedance, no capture and a chest x-ray confirmed that the lead had dislodged. The lead was capped and replaced. No patient complications have been reported as a result of this event.